Manufacturer narrative:
Device labeling, available in print and online, states vac foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Based on information provided by the health care providers it cannot be determined when the foreign body alleged to be v.a.c. Granufoam was inadvertently left in the wound. The foreign body was not returned to kci for identification therefore, kci was unable to confirm identity of the foreign object. There was no product malfunction. This report is being filed due to user misuse.

Event description:
On (B)(6) 2011, the following information was obtained from an international literature review "a non-healing sinus of the lower leg 5 years after vacuum-assisted closure therapy due to a gossypiboma." On an unknown date, v.a.c. Therapy was initiated for promotion of granulation tissue formation and wound closure. The v.a.c. Dressings were changed twice a week and the wound was progressing. Two weeks after discontinuing v.a.c. Therapy, the patient experienced pain in the knee. An ultrasound was performed and the results found what appeared to be an abscess, which was explored and drained. Following the exploration and drainage, a fistula continued to produce serous fluid. The result of the serous fluid culture was identified as escherichia coli and the patient was treated with antibiotics. On an unknown date, the patient was discharged from the hospital. Five months prior to the exploratory surgery, the patient had a magnetic resonance imaging scan which showed a 4.5cm sinus tract. The sinus tract led to a sinus in the center in which a roughly shaped structure was identified, and was suspected to be a foreign body. On exploration of the sinus in the surgical suite, the foreign body appeared to be an old polyurethane sponge which was completely removed. After surgery, the wound was again treated with v.a.c. Therapy. Two months after the surgery the wound was nearly closed. On an unknown date, v.a.c. Therapy was discontinued and the wound was being treated with an alternative dressing to promote final closure of the wound. On (B)(6) 2011, the author of the article was called but no additional information was obtained. No further information is available.